Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pruritus and pocket erosion at the implant site during a follow-up in clinic. The patient developed an infection that was caused by pocket erosion. The physician explanted the active system- implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead. The patient was in stable condition.